Event description:
Per pump logs, the pump was in shelf state and had a pending alarm. It was noted in the logs that the pump was filled with sterile water. Per pump logs a motor stall occurred on (B)(6) 2014 and recovered (B)(6) 2014. It was reported that the pump was never implanted. It was noted that a critical alarm occurred and that the motor stall recovered after more than 2 hours. It was reported that the troubleshooting included checking logs. It was noted that the product issue was resolved. It was reported that gablofen was in the pump. It was noted that the pump was opened during the procedure and preparation for implant were underway, when interrogation via a clinician programmer discovered the pump had a pending alarm. It was reported that the cause for the motor stall was unknown. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that there were no patient symptoms. It was noted that the pump was never implanted in patient and therefore the patient had not been impacted by this event.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.